Event description:
The lawyer for device distributor (B)(6) reported that a female patient, with no specified medical history, has been treated with a henry schein 27g 25mm short needle for a routine check-up and tooth filling on (B)(6) 2009. While undergoing dental work on that date, the patient alleged that the dental needle broke off in her jaw and gum, causing her permanent injuries. The patient suffered what she said was agonizing, debilitating and severe pain in her left pterygomandibular space. The needle was retrieved by surgery and the patient said she is experiencing lingual and inferior alveolar nerve anesthesia without improvement and speech disturbance. At the time of this report, the patient had fully recovered from the needle being broken and the outcome for the trigeminal nerve disorder is unknown.

Manufacturer narrative:
As the adverse reaction was considered to be medically relevant, this case report was considered serious.